Event description:
While using an external trigger source during therapy on a patient, the customer reported that the unit exhibited unusual timing and then suddenly shut down. Every pixel of the el display was lit and the unit continuously emitted a high tone alarm. The patient was switched to another unit and therapy was continued. No patient injury was reported.